Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. The customer successfully resumed insulin delivery after the occlusion alarms. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer was to continue using the pump for diabetes management.